Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image disappeared temporarily because communication failure occurred due to a faulty cable. As to the cause of the faulty cable, it is likely that it was broken because water entered from the damaged part of the cable sheath. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image disappeared temporarily, flickered, because the cable unit was damaged. Additionally, due to the poor watertightness of the cable unit, the watertightness was lost, and the coupler unit was deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Would not fit within the space provided: e1: establishment name: (B)(6).

Event description:
The customer reported to olympus, the hd camera head had a broken cable and no picture. There were no reports of patient harm.